Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and pacing inhibition. The patient experienced asystole greater than 2 or 3 seconds. Additionally, the patient is being monitored via latitude home monitoring system. No additional adverse patient effects were reported. This product remains in service.